Manufacturer narrative:
Patient weight not provided for reporting. This report is for unknown screw lag/unknown lot number. Original surgery was approximately one year ago. Device is not expected to be returned for manufacturer review/investigation. (B)(4). A revision surgery was performed on (B)(6) 2017 where all the original tfna implants were removed. The patient was revised to a new tfna construct. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had an original surgery approximately one year ago, for treatment of a femur fracture due to a motor vehicle accident using the trochanteric fixation nail advanced (tfna) system. Patient was implanted with one (1) tfna ti cannulated nail, one (1) lag screw and one (1) distal locking screw. On an unknown date, postoperatively, patient presented with a femoral malrotation following intramedullary nail fixation. The original fracture did not heal correctly. A revision surgery was performed on (B)(6) 2017 where all the original tfna implants were removed. The patient was revised to a new tfna construct. It was reported that no fragments were generated during implant removal and implants were reported in good condition when explanted. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. This complaint is for three (3) devices. This report is 3 of 3 for (B)(4).